Event description:
It was reported that prior to the start of a da vinci-assisted lymphadenectomy surgical procedure, the system presented error 23072 after using the clutch in universal surgical manipulator (usm) 1. The procedure was aborted with no report of patient involvement or patient injury. Isi followed up with the technical support engineer (tse) and obtained the following additional information: the scheduled procedure was a laparoscopic pelvic lymphadenectomy. The issue occurred prior to start of the procedure. There were no adverse events reported by the customer. The surgical procedure was cancelled as a result of system error 23072 which presented at startup.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reset the j10 connector on the axes controller set up joint (acj), but the error was not resolved. The z-axis calibration of set up joint (suj) 1 was also performed; however, the error persisted in the system. Fse replaced the stringpot on universal surgical manipulator (usm) 1. However, after calibration, the error persisted. Fse proceeded with the replacement of the proximal harness, which resolved the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. .